Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a "check your cartridge" alert. There was no reported adverse impact to customer's blood glucose level. Tandem technical support was unable to verify any alarms occurred in the pump history. The customer continued to use supplies and was able to successfully resume insulin delivery.